Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was not receiving insulin due to bent cannula and was hospitalized due to it. Her blood glucose at the time of the event was 500 mg/dl and the current blood glucose was 57 mg/dl. The patient experienced vomiting in relation to the high blood glucose. She was admitted into the hospital and given intravenous and injection for 4 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.